Manufacturer narrative:
Infutronix is waiting for the arrival of the device.

Event description:
The initial reporter reported a leaking issue of an administration set to a distributor representative. The distributor representative reported the issue to infutronix on (B)(6) 2018: "5-fu leaking from the tubing where it connects to a big plastic part." No patient injury or harm was reported for this case. The contract supplier of the affected device is (B)(4) medical co. Ltd. A total of 3 IV sets were reported with leaking issues. This is device #1. The other two devices involved will be reported under MDR 3011581906-2018-00012 and MDR 3011581906-2018-00013.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2018-00011).

Manufacturer narrative:
The reported complaint could not be confirmed. The device was not returned for evaluation.